Manufacturer narrative:
An event of a separation problem and migration was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The provided procedural imaging was reviewed by an abbott clinical engineer. All information was investigated and based on the information provided by the account and without the device to analyze, a cause for the reported separation problem could not be conclusively determined. The reported migration appears to be a cascading event of the separation problem. The reported surgical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a 29mm navitor valve was chosen for implant using 19f flexnav delivery system. The annular dimensions were left coronary artery (lca) 16mm, right coronary artery (rca) 22mm, annulus diameter 26mm,sinuses of valsalva (sov) 35.7mm, sino tubular junction (stj) 31.5 mm and left ventricular outflow tract (lvot) 27.8mm. The annular calcification was severe and a pre-dilatation was done with a 20mm non-abbott balloon. During procedure, at first attempt the valve was positioned after 2 partial recaptures and more than 2 complete re-sheaths, implanted at a depth of around 2-3mm. The valve was released but there was 2 retainer tabs sill attached. After rotation and guidewire manipulation the valve was fully detached, but the valve at non-coronary cusp (ncc) had moved at about 0mm and it was migrated partially above the annulus. There was no interaction between the delivery system and the deployed valve and there was no difficulties in deploying, or retracting valve. A new 26mm non-abbott valve was loaded and implanted below the migrated navitor valve. The patient was stable throughout the procedure and was transferred to the ward without any clinical impact. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.